Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round high profile 380cc saline breast implants which the patient reported that she is experiencing burning sensation, stiffness, and breast pain after implantation. Is unknown which side having the issue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on (B)(6) 2021, indicated that the patient mentioned that she is experiencing other health issues that she is not sure are related to the implants. Patient stated she is experiencing issues with indigestion and lots of allergies which she never had before. Patient states that she has never had covid but, she is believes her sense of taste and smell have diminished. H6 health effect - clinical code e2402: generalized illnesses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 14, 2021 indicated that the patient email address updated to (B)(6). On december 23, 2021 patient called mentor and mentioned the following: she has a pre-operative scan scheduled in (B)(6) to rule out a leak in the device, patients believes it is an ultrasound that is scheduled. Patient is also concerned with her memory loss, and has scar tissue in the breasts that has worsened. Patient has not found a surgeon yet and does not have a doe scheduled at this time. Manufacturer¿s reference number: (B)(4).